Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 450 mg/dl. Upon troubleshooting, it was found that the insulin pump alarmed during a manual prime. Explained that the alarm may have been caused by an infusion set or reservoir occlusion. Unable to determine the cause of the alarm without a complete set change. Advised replacement of the infusion set and reservoir as soon as possible. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-16192.